Manufacturer narrative:
Correction: section b4 - original us reportability date corrected from 12-jul-2021 to 12-jul-2023. Date noted in section g3.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information in the legal complaint, the root cause of the anastomotic leak cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced stapler logs show the sureform 60 stapler instrument was installed on the system 6 times and fired 6 reloads (1 green, 3 blue, 2 white, in that order). On installations 1-4, the first clamp was successful, and the firings were completed with no pauses for compression on each. On installation 5, the first clamp was successful, and the firing was completed with 1 pause for compression. On installation 6, there were three successful clamps and 1 aborted clamp attempt prior to the firing. The firing was completed with 1 pause for compression. The instrument was then removed and not used again in the procedure. Per the logs, there were no errors for this instrument. Additionally, there were no stapler related errors in the system logs. Section d10: the reload color associated with the staple line leak cannot be determined from the legal complaint. The sureform 60 instrument (part number: 480460) was used with green (part number: 48360g), blue (part number: 48360b) and white (part number: 48360w) sureform 60 reloads.

Event description:
As part of a legal complaint, it was reported that on (B)(6) 2021, during a da vinci assisted roux-en-y procedure, a sureform 60 stapler instrument was used in combination with green and blue sureform 60 reloads to form the gastric pouch, gastrojejunostomy, and side-to-side jejunojejunostomy. "Within 24 hours post-surgery, [the patient] developed abdominal pain, sepsis, and became tachycardic. [The patient] required synchronized cardioversion. A CT scan was performed revealing postoperative changes of the roux-en-y gastric bypass including greater than expected amount of free fluid.¿ ¿on (B)(6) 2021, [the surgeon] performed a laparoscopy and observed peritonitis and a large volume of contamination. The fluid was evacuated, and the bowel was examined. Upon examination of the jejunojejunostomy anastomosis, an anastomotic leak was observed. [The surgeon] noted that the perforation site ¿appeared like a staple line failure.¿" ¿the wound was irrigated and a reconstruction at the anastomotic leak was performed. Examination of the resected anastomosis revealed a circular defect on the posterior staple line. [The patient] was washed with three liters of fluid through [the patient's] abdomen. Upon completion [the patient] was sent to the ICU remaining on ventilator. On (B)(6) 2021, [the patient] underwent a synchronized cardioversion where [the patient] was shocked twice. Following the reconstruction, [the patient] developed a major complication with high grade obstruction and development of tissue necrosis. [The patient] required the insertion of a CT-guided pigtail gastrostomy tube and underwent a colonoscopy.¿ ¿on (B)(6) 2021, [the patient] underwent a midline laparotomy with partial gastrectomy, revision roux-en-y gastric bypass, small bowel resection, placement of gastrostomy tube, abdominal wall wound debridement, necrotic tissue excision and wound vac dressing placement. [The patient] returned to the ICU.¿ following surgery, the patient tested positive for c-diff and developed gastrojejunostomy stenosis and required multiple dilatations on (B)(6) 2021. The legal complaint further alleges that the patient's surgical scar extends the length of the torso, is painful, and sometimes itches. When eating, the patient feels like food "becomes stuck" and generally suffers from fatigue and weakness.